Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system failed to boot up. The reported issue persisted even after multiple reboots. A review of the system logfile confirmed the reported malfunction. The philips field service engineer (fse) visited onsite and upon functional testing, the fse analysed the logs in collaboration with national support specialist (nss) and confirmed issue with the suite pc software. To resolve the issue, the fse reloaded suite pc software. After software reload, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device did not completely boot up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.